Event description:
The device was placed 3 years ago in the patient surgically in 2011. She had an office visit at which time the medtronic vendor scanned the device and found that the battery needed to be replaced within 6 months. The patient reported, at the same time, that the battery site is very painful and gets very hot and red. The patient had surgery to replace the device with a new one.